Manufacturer narrative:
Biomérieux conducted an internal investigation in response to a customer complaint of an incorrect patient result being sent to their laboratory information system (lis) from their myla® linked to bact/alert® virtuo® instrument. Review of customer data confirmed the incorrect patient result was transmitted to the customer¿s lis. Review of error messages found in mirth ¿ai_to_lis_rs232¿ channel identified a timeout error message stating ¿error sending message: rs232 error: a timeout has occurred.¿. Biomérieux r&d reviewed the customer¿s myla® anomaly, and performed a risk assessment to determine the probably of occurrence. The assessment identified three (3) instances in which an incorrect result could be transferred from myla® to the customer¿s lis. Case 1: in case of a communication error (disconnection), the first message not transmitted is considered as an error message. - if the error appeared at the beginning of the transmission, the message will not be sent to the lis. - if the error appeared at the end the transmission, the message is sent to the lis. Case 2: the transmission process contains several steps: * message saved to file on hard drive; * open transaction with lis; * transmission of message; * end of transaction with lis; * notification to mirth connect ¿message sent ¿event; * file with message deleted from hard drive. Within mirth connect there is a configurable delay called ¿retry interval (ms)¿. This delay is used by mirth between each attempt to send messages in the queue. If this delay is too short (shorter than the execution time between messages saved and the notification ¿message sent¿ received), then the message is sent to the lis but the file is not deleted in the upload folder. By default, this delay set to 10 seconds (biomérieux strongly recommends the delay remain at 10 seconds). - case 3: the delay parameter described in ¿case 2¿ is used for messages queued. If the queue is empty when a new message is received by mirth connect, the message is sent immediately. If this message is sent before the deletion of the ".bin file" of the previous message, the ".bin" file will not be deleted from the hard drive. To be noted that, in this case, the status of the previous message can be sent, queued or error if an error occurred during this process. R&d determined this anomaly is present in myla v4.7.0 (and later) with bci connect, and for rs232 (serial and tcp), and astm protocols. The root cause of the customer¿s myla® anomaly was due to device design. Biomérieux has documented this anomaly, and is working toward fixing this issue in the next version of the myla® software.the initial medical device report was submitted with an initial contact date of 01-feb-2021 in section g3, this date is incorrect. The investigation found the event did not meet pre criteria until 08-apr-2021 and the initial date received by manufacturer in section g3 should have been 08-apr-2021. Therefore, the initial emdr submitted on 26-apr-2021 was submitted within the 30 requirement for medical device reporting.

Event description:
A client in (B)(6) reported an issue with myla virtual machine (ref. 421993, serial number (B)(4)). The client stated their myla is linked to bact/alert virtuo and that every monthly reboot results in an inappropriate patient result being sent to their laboratory information system (lis). There is no adverse patient impact; the client specified that these historical re-transmitted results have not been provided to physicians. Biomerieux has initiated an internal investigation.